Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. Device history review did not identify any issues associated with the customer¿s observation. A ticket search for likely cause lot 59933fp00 did not identify an increase in complaint activity related to the issue of poor dilution results. Historical performance of reagent lot 59933fp00 was evaluated using worldwide data for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 59933fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 59933fp00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr reagent was identified.

Event description:
The customer observed falsely depressed alinity ca 19-9 results for a 55-year-old male patient with past medical history of diabetes, pancreatic cancer, peritoneal dissemination, left supraclavicular node mets undergoing cancer treatment. The following data was provided: (B)(6) 2024 cea 10.4, ca 19-9 8813.7 u/ml (B)(6) 2024 cea 37.3, ca 19-9 76373.1 u/ml (B)(6) 2024 cea 15.6, ca 19-9 8680.5 u/ml (B)(6) 2024 cea 11.0, ca 19-9 3106.7 u/ml (B)(6) 2024 sid (B)(6) cea 4.1, ca 19-9 >1200 u/ml, automatic 1:10 dilution 675.6 u/ml, repeated >1200 u/ml, 1:10 dilution 648.5 u/ml, repeated manual 1:2 1128.4, manual 1:5 906.0 u/ml. No impact to patient management was reported.